Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports brown residue in the syringe. The residue was free floating and would contact the fluid path of the syringe. It almost looked like a dried insect or some dried residue in the top of the syringe interior near the connection for the needle.

Manufacturer narrative:
One photo of the reported condition was submitted to the manufacturing facility for review. From the photo it can be seen that there is a brown residue at the upper portion of the barrel and some residue around the rubber plunger tip. The device history record (DHR) for lot number 712826x was reviewed and found that there were 0 defects reported for conditions identical to or similar in nature to that which was reported by the customer. Additionally, the molded components inspection reports were reviewed and found no defects identical to or related in nature to the condition reported by the customer. The DHR review of lot control 712826x indicates that the product and specification requirements were met with no non-conforming product identified that relates to this reported condition. Without a representative sample(s) being provided, a more complete investigation cannot be performed and the reported condition cannot be confirmed. Additionally, since a sample was not provided a root cause cannot be determined at this time. Complaint trend s are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. These conditions will be communicated to the appropriate m anufacturing and quality personnel. If information is provided in the future, a supplemental report will be issued.